Event description:
It was reported that t:slim x2 pump battery would not charge even when caller used tandem charging cable, tandem wall adapter, and different cables and adapters, and pump did not recognize charging connection after being plugged into working outlet for extended time. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was informed that replacement pump would be shipped, that pump settings and cgm connection would need to be programmed into replacement device, and that defective pump should be returned using prepaid label within 10 days.